Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer ran control tests on the contour next ez meter and obtained readings of 164 mg/dl at 8:34 p.m., 111 mg/dl at 9:10 p.m. And 143 mg/dl at 9:28 p.m. The meter did not automatically mark them as a control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. Replacement meter, test strips and control solution were sent to the customer.

Manufacturer narrative:
The customer returned the contour next ez meter, contour next test strips and contour next control solution from lot # 9bv2g38. An in-house testing was performed using the returned meter with returned test strips and control solution, which gave satisfactory performance. All control readings were properly marked in the meter's memory.